Event description:
The customer reported that during a routine check of the unit, the electrocardiogram and pressure waveforms intermittently flatlined, and the unit displayed a "no pt status available" message.